Event description:
The procedure involved occlusion of aneurysm during use on patient. The problem reported was that the coil could not be deployed. The entire system was removed and another coil was used with no consequence. Additional information received from the affiliate indicated that the coil failed to detach during procedure. The coil was safely withdrawn with no unintended detachment in the aneurysm. The procedure was completed with another coil and microcatheter with no patient injury reported.

Manufacturer narrative:
The device positioning unit (dpu) failed electrical testing. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint connection located inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.